Event description:
End user alleges that the chair tilted to the right on its own. She fell out and one of the neighbors had to help her. She stated that she was not injured. There was no visible bruising.